Manufacturer narrative:
Additional information: a2, a4.

Event description:
It was reported that the connector at the arterial vent port p3 (pos. 3) was leaking blood between the tubing and the red three-way stopcock (luer lock connection). This occurred three days into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The product was not exchanged, and the system continued to run. There were no fractures that could be clearly seen on the venting line and the venting line did not disconnect. However, a crack in the luer lock negative adapter was described. The venting line was clamped and there were no further issues. The xlung kit was inspected for damage prior to use and the connections were checked; no damage was found. There were no console alarms associated with the event, and no alarms were expected. The event resulted in approximately 200 ml of blood loss, or less. There was no patient injury, adverse effects experienced, or medical intervention required due to the reported event. The patient completed their treatment using the same device. The sample was not available to be returned, and no photos were available for review.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No anomalies or deviations were found during review of the manufacturing records. The description indicates a defect in the connections of the arterial venting line. According to the description, the defect was located between the connection of the luer lock negative adapter and the three-way stopcock. A crack in the luer lock negative adapter was described. Based on the available information, it is likely that the leak was caused by a defect in the luer lock negative adapter. However, the defect could not be verified by an examination of the product, and photos were not provided for review. As the damaged component is a purchased part, the manufacturer has been notified of the defect.

Event description:
It was reported that the connector at the arterial vent port p3 (pos. 3) was leaking blood between the tubing and the red three-way stopcock (luer lock connection). This occurred three days into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The product was not exchanged, and the system continued to run. There were no fractures that could be clearly seen on the venting line and the venting line did not disconnect. However, a crack in the luer lock negative adapter was described. The venting line was clamped and there were no further issues. The xlung kit was inspected for damage prior to use and the connections were checked; no damage was found. There were no console alarms associated with the event, and no alarms were expected. The event resulted in approximately 200 ml of blood loss, or less. There was no patient injury, adverse effects experienced, or medical intervention required due to the reported event. The patient completed their treatment using the same device. The sample was not available to be returned, and no photos were available for review.